Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was below 54 mg/dl, the meter bg reading was 700 mg/dl. The customer went to the emergency room and was subsequently hospitalized. Customer had a moderate ketone level which was not identified as dangerous by healthcare provider. Customer attempted to resolve the issue by administering a bolus via the pump and bg was treated with intravenous fluids of insulin and saline. Customer declined to provide any additional information. System check with tandem technical support confirmed the pump was functioning as intended.